Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the reamer head f/ria 2 ø10( p/n: 03.404.016s; lot # 38p2161) was received at us cq. Upon visual inspection it was noticed that the proximal end of the reamer where it is inserted into the drive shaft has completely broken off and all the broken pieces were not returned. The reported condition of embedded device was not confirmed as there was no evidence of images in the provided information. No other issues were identified with the device. The complaint condition is confirmed for the reamer head f/ria 2 ø10( p/n: 03.404.016s; lot # 38p2161). A manufacturing record evaluation could not be performed as the lot number could not be determined on the received device. There was no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part number:03.404.016s, synthes lot number: 38p2161, supplier lot number: n/a, release to warehouse date: 14jan2020, expiration date: 01jan2030, supplier: (B)(4). No ncrs were generated during production.,null review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition.,null. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: hrx. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, a surgeon used a ria 2 (reamer irrigator aspirator 2) to get a graft for its right distal tibia which had a large bone defect. It was temporarily fixed with cement. The surgeon tried to perform the surgery with the ria 2 as he used to perform it with the previous generation of ria system by entering the proximal femur and reaming the patient's left femur. Based on the x-ray, we selected first an 11 mm diameter ria 2 head to do this so that we could easily ream the proximal femur and then we planned to use a second ria 2 head with larger diameter of 15.5 mm to perform the graft. But the surgeon had all difficulties to engage correctly the 11 mm diameter ria 2 head in the proximal femur. An x-ray was taken and it was discovered that the ria 2 head was detached from the ria assembly. All materials (reaming guide, tube assembly and ria head) were removed from the patient's femur and it was discovered that all the head "wings" were destroyed and remained in the patient. The tube assembly was also damaged which conducted the surgeon to open a second ria graft kit and a used a new reaming guide and placed a new 10.5 mm ria head. For this second approach and despite the surgeon using a 9.5 stryker reamer to prepare the whole medullary canal, the "wings" of the ria 2 completely broken in the patient. On this second failure, tube assembly was not damaged. A third and final try with a 10 mm diameter head was performed. Once again, the "wings" from the ria 2 head broke in the patient. The surgeon had to reschedule the surgery for july 13, 2020 using a standard ria system. There was a surgical delay of 120 minutes. The procedure was not completed successfully. Fragments were generated and remain in the patient. There was consequence to the patient. Concomitant devices reported: synream reaming rod ø2.5 short l950 (part number 352.032s, lot 6l79961, quantity 1), synream reaming rod ø2.5 short l950 (part number 352.032s, lot 6l85477, quantity 1), ria 2 bone harvesting kit l520 (part number 03.404.000s, lot 55p2148 quantity 1), ria 2 bone harvesting kit l520 (part number 03.404.000s, lot 36p6602, quantity 1). This report involves one (1) 10.0mm reamer head for ria 2 sterile. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part number: 03.404.016s, synthes lot number: 38p2161, supplier lot number: n/a, release to warehouse date: 14jan2020, expiration date: 01jan2030, supplier: jabil-monument. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The received pictures were reviewed, there are three (3) reamer heads visible. It can be confirmed that the prongs of all heads are broken off. Product was not returned, therefore no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information or material is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated concomitant devices reported: synream reaming rod ø2.5 short l950, (part number: 352.032s, lot: 6l79961, quantity 1), synream reaming rod ø2.5 short l950, (part number: 352.032s, lot: 6l85477, quantity 1), ria 2 bone harvesting kit l520, (part number: 03.404.000s, lot: 55p2148 quantity 1), ria 2 bone harvesting kit l520, (part number: 03.404.000s, lot: 36p6602, quantity 1), tube (part number: unknown, lot: unknown, quantity 1).